Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. Visual inspection revealed significant thermal deformation to the housing which is indicative of the motor running continuously for an extended period of time. The complaint is confirmed. When the trigger was pulled the driver was not operable and no led light was displaying. The driver was opened to test and record operating characteristics. Battery voltage measured as 14.75 dc volts without being activated. Battery voltage measured as 0.24 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). The measured voltage is slightly lower than the nominal specification of 18.2v for the battery pack upon release. This is expected after device use. The eeprom was parsed and the results reveal the charge count was (B)(6) accel biotech firmware verification test report. The cycle count of 71 (trigger activations) is significant as it substantiates driver usage with considerations to bone density, average insertion time, storage, and frequency of testing. The eeprom also revealed that there was two extra-long trigger pulls (pull greater than 5 minutes). This is significant as it explains the thermal deformation that was observed on the driver casing. Testing confirms that the reported defect is due to an extra-long trigger pull. A copy of the manufacturing device history record file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The ez-io driver IFU states, "when storing the vascular access pak (vap), remove the trigger guard to prevent accidental activation of the ez-io power driver". A review of the device history record found that the driver passed all the release criteria. The device was released in 06/2018 and is approximately 6 years old. The complaint has been confirmed. Visual inspection revealed significant thermal deformation to the outer casing. Per the eeprom data analysis, the driver experienced two extra-long trigger pulls which explains the thermal deformation that was observed on the outer casing. The IFU states "when storing the vascular access pak (vap), remove the trigger guard to prevent accidental activation of the ez-io power driver." The root cause is unintentional user error - storage. No further action is required. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: " used ezio on a patient for first call out and then helicopter flew to the base and then went back out to another patience and when driver was to be used it was found to be very hot and melted. Had to use a secondary device. Critical care team were on board the helicopter." There was no harm to the patient.